Manufacturer narrative:
(B)(6). A device history record is not available due to insufficient device data. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. The reason for reoperation is: rupture.

Event description:
Healthcare professional reported left- side rupture. Hcp also reported crease/folding and hole in radius via rga. Device has been explanted and replaced.

Event description:
Healthcare professional reported left- side rupture. Hcp also reported crease/folding and hole in radius via rga. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed a broken assessed as an unidentified (tear) opening (shell thickness withing to spec). Crease/folding of implant: crease fold observed on the device. Additional observations: wear abrasion observed on the device. Missing shell observed assessed as inconclusive. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: a4, d1, d2, d4, d9, g4, h3, h4, h6.